Event description:
Information received with the returned device indicates that patient was having a port-a-cath inserted, and during that time, the or staff said the pacemaker was not working. When the company representative arrived, she noted the magnet was on the device and verified intermittent pacing on the EKG, even when the ipg was programmed to doo mode. Further evaluation by the representative, showed a-pace and v-pace and intrinsic beats appropriately occurring on the egm. However, the intrinsic beats were not detected on the hospital monitor.